Event description:
It was reported to vyaire that the gde had an internal leak of 13%. The customer swapped out the gde for test leak and it dropped to 7%. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore, a definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.